Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, the tip of the returned 25 mm tap had broken off and threads were chipped. Functional testing was not performed due to the device's damage. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2020.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an unknown shoulder surgery the cutter broke out. It is unknown when the issue has occurred as the event was identified when the surgeon opened the set during reprocessing. Per complaint reporter there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Additional information.

Event description:
Update dw 28-oct-2024: further information was provided that the tip of the cutter broke off.